Manufacturer narrative:
Device evaluation of monitor and belt has been completed at the distributor. Treatment was confirmed and all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction causing or contributing to the treatment. Per engineering review, the flags indicate that the system identified the sd card was not present at the time of the treatment event. This appears to be what prevented the ECG recording leading up to and during the event.

Event description:
Us distributor contacted zoll to report that a patient was treated 1 time by the lifevest. The patient was unconscious during the event. The response buttons were not pressed during the event. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. Patient went to the hospital via ems. Patient was admitted to intensive care. No injury was reported from the treatment. The patient continues to use the lifevest. Holter data is not available for the time of the treatment. The device flag data review shows the patient received one lifevest treatment on 10/30/2022. The flag data shows a shock was delivered on 10/30/2022 at 14:52:25 pm. It was reported, when the lifevest was retrieved from the patient to return to the distributor, the sd card was out of the monitor.